Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported the physician used a pentaray nav to map the arrythmia and then changed to the ablation catheter. After the ablation was completed, we wanted to remap with the pentaray nav but the irrigation was not working properly. The fluid being flushed into the pentaray nav was not coming out of it, like it was clogged. We changed to a new catheter and the problem was solved. There was no patient consequence.

Manufacturer narrative:
On 15-jan-2026, additional information was received indicating the suspected device with the reported flow/irrigation issue was reported as the catheter. The issue was not noticed before being used on the patient. The first time that the catheter was used it was working properly. This problem was identified when the catheter was flushed before used in the remap. There was no error detected from the irrigation pump. The error was found because no irrigation was coming out of the catheter when flushed. We made sure the smartablate irrigation pump was working correctly and then changed the catheter. The correct catheters settings were selected on the generator and there were no issues with flow rate change at the start of ablation. On 26-jan-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported the physician used a pentaray nav to map the arrythmia and then changed to the ablation catheter. After the ablation was completed, we wanted to remap with the pentaray nav but the irrigation was not working properly. Device evaluation details: the pentaray nav eco device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the shaft. Due to this reason, a manufacturing meeting was necessary. During the investigation it was concluded that this type of failure could be related to the supplier manufacturing process; it could be determined that an inappropriate execution was carried out by the manufacturing supplier. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The root cause of the bent is traced to the manufacturing supplier. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).